Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra mini meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On three days prior, the patient noted the reported meter would power off during use; she did not obtain a blood glucose reading. On original date at 2:00 pm, the patient experienced the symptoms of being cold, sweating and confusion. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a replacement battery. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level, due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.